Event description:
Npb290 was on pt at pt's family members' home on christmas eve. The family was using the monitor on battery for the transport to the family member's home and when they put pt down for a nap. When pt's dad looked in on pt's nap, he saw 888888 across the display the monitor was silent. When they arrived at the home. (40 minutes later) the monitor was still displaying the 8's was silent. The monitor would not turn off. They were at the home for 20 minutes and the 30 minute ride home. The monitor continued to display 8's without alarming over sometime christmas eve, the internal battery failed and the monitor turned itself off.